Manufacturer narrative:
Additional information: a 6 fr non-medtronic 45 cm introducer sheath was used. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During use of a protégé gps self-expanding stent damage is reported during patient treatment of the left arm av fistula. It was reported to be a tight stenosis with fibrosis. No calcification noted. Lesions stenosis reported to be 95% anastomosis and 70% graft. Venous diameter reported to be 9 mm. Graft diameter 6 mm. Lesion length was 2 cm. A 6 fr introducer sheath was used. A 0.035" non-medtronic guidewire was used. No embolic protection used. No damage noted on the packaging. No issues when removing the device from the hoop/tray. Device was prepped per IFU. Lesion pre-dilated with non-medtronic device. Device did not pass through a previously deployed stent. No resistance encountered when advancing the device. No excessive force used. IFU was followed. It is reported the outer shaft disconnected when the stent was already deployed during deployment attempt. It is reported the stent was implanted at the intended location. No patient injury reported

Manufacturer narrative:
Device evaluation the device was returned with the manifold safety locking pin loose. The device was returned in a deployed state. A visual inspection of the device found that the outer shaft is disconnected from the flush port manifold. Image review the customer sent 3 images. Images 1 and 2 show a protégé gps device with the outer shaft detached from the flush port manifold. Image 3 shows the device label confirming that the device is a protégé ps device lot number: a907454. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.